Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated that the spoke in the tire was broke and he isn't aware as to how.